Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that smoke and burning smell issue in arctic sun device. Per review of wo on 12jan2024, there was no patient involvement. Per follow up information received via email on 02feb2024, field visit to customer place and no issue found in instrument and was able to maintain temperature within range.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that smoke and burning smell issue in arctic sun device. Per review of wo on 12jan2024, there was no patient involvement.